Event description:
It was reported that femoral stem of distal femur is loose. At the surgery the femoral stem was loose and tapped out gently. The bulk of the cement was bonded to the stem. New stem was cemented into the bone.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding stem loosening involving an mrs stem was reported. The event was confirmed on x-ray. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there were no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, medical records, operative reports and past medical history are needed to complete the investigation for determining a root cause.

Event description:
It was reported that femoral stem of distal femur is loose. At the surgery the femoral stem was loose and tapped out gently. The bulk of the cement was bonded to the stem. New stem was cemented into the bone.